Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial#:(B)(4), implanted: (B)(4) 2009, product type: catheter.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing fentanyl (dose and concentration unknown). The indication for use was non-malignant pain. On (B)(6) 2017, it was reported that the patient's catheter was blocked. The patient stated that something was wrong with the pump, it wasn't working, and the patient was not getting any medication. The issue began about two months ago, and the patient noticed because her pain was incredible. The patient's healthcare provider (hcp) reportedly did a test and could not draw fluid out of the catheter, and told the patient it was blocked. The patient stated that the hcp was getting authorization to fix the issue. It was noted that the hcp thought that the catheter should have been changed at the patient's last pump replacement on (B)(6) 2015, and the patient wondered if that was the cause of the blockage. The patient also changed medications to morphine, and then back to fentanyl, and wondered if that could cause the blockage. The patient was to follow-up with her hcp to discuss what to do until the catheter could be fixed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer on february 13, 2017. It was reported the patient¿s pump was being used to deliver 10 mg/ml of fentanyl at 4.75 mg/day. The patient was upset that their catheter was not replaced at the time of their last pump replacement. The patient reported the catheter was empty, and there was no medication in the catheter. A volume discrepancy was also reported. It was reported there was a lot of medication left when the medication was removed at the two last refills. No specific volumes were reported, however it was indicated that it was like ¿it had hardly been used.¿ the doctor had been running tests and did an ¿mir¿ that indicated a ¿kink in the line,¿ or that ¿it was blocked.¿ the patient was not sure. It was indicated the patient¿s pain had returned, and the pain gradually felt like it had before the patient had the pump. The pain was excruciating. However, it was also reported the patient¿s symptoms were sudden. It was indicated the catheter issue, return of pain, and pump issue began about three to four months earlier. The patient had a doctor appointment scheduled for (B)(6) 2017.